Manufacturer narrative:
H6: investigation summary the batch history record review for batch 0281145 was satisfactory per internal procedure. Formulation, filling, and torquing processes were within specifications. Qc inspection and testing were satisfactory at time of release. The release testing that is performed on this product does include media appearance. No foreign objects were observed in qc samples at the time of release. If foreign matter had been noted during qc testing, the product would have been placed on quality notification and further analysis including 100% inspection of the batch would have been conducted. Color and clarity of this product is also evaluated prior to release to ensure to ensure that they conform to typical levels. The appearance of this batch was satisfactory per internal procedures. As part of the release criteria for this product, the bhr is reviewed to confirm the following: --the total elapsed time between end of formulation and start of the autoclave cycle was within the specified limits. --all autoclave parameters conformed to the validated cycle parameters for this product. --the minimum f0 for this product was met. The complaint history was reviewed, and no other complaints have been taken on this batch. Retention samples from batch 0281145 (10 tubes) were available for inspection. No media defects were observed in 10/10 retention samples. All 10/10 retention samples had the acceptable fill volume amount and 10/10 properly affixed labels. For further investigation two retentions were tested one tube was placed at 20-25 degree celsius and one tube was placed at 33¿37-degree celsius incubation for a total of seven days. By the seventh day of incubation no microbial growth or particles were observed in either tube. No photos were received from this batch to assist with the investigation for this batch. No returns were received from this batch to assist with the investigation. See h10.

Event description:
It was reported that the lot # was incorrect on 465 tubes of saline normal 3ml plastic tube. The following information was provided by the initial reporter: (1 of 2 complaints) wrong lot # was printed on 465 tubes.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the lot # was incorrect on 465 tubes of saline normal 3ml plastic tube. The following information was provided by the initial reporter: (1 of 2 complaints). Wrong lot # was printed on 465 tubes.